Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. The damaged door assembly was identified during the visual inspection. The cause of the condition could not be determined. To correct the condition, the door assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service, a flogard infusion pump was found with a damaged door assembly. There was no report of patient involvement. No additional information is available.